Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (fmr), the leaflet was thickened on anterior leaflet segment 2 (a2), an enlarged atrium, and restricted posterior leaflet for a mitraclip procedure. A broad jet was present medial to lateral on the valve. The first clip was placed on the medial aspect of a2/p2 (posterior leaflet segment 2). Good reduction was achieved, but a second clip would be needed to reduce the residual mr. It was decided to continue the deployment sequence. Prior to lock line removal, the clip opened during establish final arm angle (efaa) failure. The clip opened from 10-15 degrees to approximately 60 degrees. For troubleshooting the locked was cycled three times. The lock did not hold, and the clip continued to open. The first clip was removed. Two more clips were implanted. The mr was reduced to grade 1. There were no adverse patient effect or clinically significant delay. On the back table the clip failed efaa again.